Event description:
When using the sample connected to lock syringe, the female of lever lock broke.

Manufacturer narrative:
The sample was received on (B)(6) 2009 and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. (B)(4).